Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was fractured. The procedure was completed with a different device with no patient complications reported. The patient was stable.